Event description:
Terumo medical corporation received the following information: it was reported that insertion proceeded without difficulty, and the distal end was pulled apart until a bilateral click was noted. During withdrawal, it became apparent that the anchor had not been deployed. Hemostasis was achieved with manual compression. There was minor patient injury. The patient was stable however aneurysma spurium. The procedure performed prior to the use of the angio-seal device was coronary artery bypass surgery (CABG). The procedure sheath used was a 6fr. A pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to dutch law a2: age & date of birth: requested, not provided due to dutch law a3a: sex: requested, not provided due to dutch law a4: weight: requested, not provided due to dutch law a5: ethnicity: requested, not provided due to dutch law a6: race: requested, not provided due to dutch law . E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.